Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that lifting the foot pedal did not halt ablation. During an ablation procedure, the foot pedal for the maestro generator was not functioning. When the foot was lifted to come off ablation, the generator did not turn off and radiofrequency (rf) ablation was not halted. The ablation catheter was disconnected from the pod to stop ablation. The procedure was completed and the patient was fine.